Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the paramedics were called due to low blood glucose. The blood glucose reading was 16 mg/dl. Customer stated that the insulin pump did not work. The blood glucose readings were low all day. Tried to treat with food, but the highest the blood glucose readings rose to was 50 mg/dl. Customer started to feel bad, the glucose reading was 45 mg/dl. Customer treated with 10 glucose tablets. Customer also stated that he had taken his normal bolus amount. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.